Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
(Original rewrite) it was reported that the patient had ld of 1000 and he also suffered a stroke on (B)(6) 2020. Log file review did not find any evidence of thrombus within the motor chamber, although it could potentially be present in the circulatory loop. There were no changes with the pump believed to be associated with stroke. The patient did have significant vessel disease in his brain near the affected area along with his carotids. The patient's symptoms included visual deficits and 10/10 headache. He is treated with aspirin 81 mg once per week. Clinical report summary of patient history detailed that he was recently admitted for abdominal aortic aneurysm endovascular aneurysm repair. Cta showed left posterior cerebral arteries (pca) mid segment infarction and remote left posterior inferior cerebellar artery (pica) stenosis. Radiologist report of cta head on (B)(6) 2020 showed hypoattenuation in left mesial temporal lobe and left occipital lobe. Cta of neck showed ica stenosis as well. CT of chest from (B)(6) 2020 revealed minimal hypodensity along the medial proximal aspect of the lvad concerning for thrombus. Large infrarenal abdominal aortic aneurysm was also found.

Manufacturer narrative:
Thrombus and abdominal aortic aneurysm will be reported in manufacturer report number #2916596-2020-03955 for (B)(6) 2020 admission. Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the system operating as intended. A direct correlation between the reported events (elevated lactate dehydrogenase and stroke) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The submitted log file contains data from (B)(6) 2020 at 14:25:08 through (B)(6) 2020 at 12:02:25. Overall, power ranged from 4.4-6.6 w, estimated flow ranged from 3.1-7.2 lpm, and average pulsatility index (pi) ranged from 5.0-7.0. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. The system appeared to be operating as intended. The patient's inability to tolerate anti platelet therapy due to recent gi bleed (refer to manufacturer report number #2916596-2020-03957) may be a limiting factor to vascular intervention. The center continued neurological checks given the risk of hemorrhagic conversion in the ¿large infarcted territory¿. The plan was to continue coumadin without adding a heparin gtt (drip) due to concerns for hemorrhagic conversion in the infarcted area. The center reported that there were no acute concerns on lvad interrogation ¿ the patient was euvolemic and at their map (mean arterial pressure) goal. The patient was slightly supratherapeutic with inr (international normalized ratio). Lvad parameters and ldh were reportedly stable. There were no indications of thrombus. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jun2011. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists stroke as an adverse event that may be associated with the use of the hmii lvas. Section 1 of this IFU provides an explanation of each of the pump parameters. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. Appendix a of the IFU states, ¿subsequent to regulatory approval and commercial distribution, users of the heartmate ii lvas have reported suspected pump thrombosis when observing elevated lactate dehydrogenase (ldh) levels, with or without clinical signs of hemolysis. This section also notes that there is overlap between the symptoms of device thrombosis, hemolysis due to other reasons, and other unrelated adverse events. Device thrombosis can only be confirmed through disassembly and examination of an explanted pump. No further information was provided. The manufacturer is closing the file on this event.